Manufacturer narrative:
Citation: kwak jg et al. Long-term durability of bioprosthetic valves in pulmonary position: pericardial versus porcine valves. Journal of thoracic and cardiovascular surgery. 2020; 160(2):476-484. Doi: 10.1016/j.jtcvs.2019.11.134. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a retrospective, comparative analysis of the durability of bioprosthetic valves implanted in the pulmonary position of patients with congenital cardiac anomalies such as tetralogy of fallot, pulmonary atresia with ventricular septal defect, and truncus arteriosus. All data were collected from two centers between 2001 and 2009. The study population included 248 patients (predominantly male, median age 12.8 years), 129 of whom were implanted with a medtronic hancock ii bioprosthetic valve (no serial numbers provided). Among all patients, 10 deaths occurred throughout the follow-up period. It was reported that the freedom from mortality was 97.1%, 97.1%, and 96.6% at 5 years, 10 years, and 15 years post implant, respectively. No further details were provided about the deaths, and there was no association between the valves and the deaths. Based on the available information medtronic product was not directly associated with the deaths. Among all patients, adverse events included: pulmonary stenosis, moderate-severe pulmonary regurgitation, elevated peak velocity, infective endocarditis, permanent pacemaker implant, valve shrinkage, leaflet tearing, mild calcium deposition, fibrotic change. A total of 64 patients underwent reoperation for pulmonary valve replacement. Among all patients with a medtronic hancock ii valve, the freedom from reoperation was 98.4%, 86.6%, and 81.3% at 5 years, 10 years, and 15 years post implant, respectively. Based on the available information medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.